Manufacturer narrative:
The report event of high impedance was not confirmed. As received, the returned lead (a) passed functional test. The cause of the reported event remains unknown.

Event description:
Reference manufacturer number: 1627487-2020-49358. It was noticed that when looking at the l4 lead and following it from electrodes under pedicle to the ipg pocket, there was a part that not have continuation and appeared to be fractured. When removed, the outer tubing of the lead was de-gloved from the inner wiring. Again this was the lead was the one with good stimulation in pre op. In turn, the patient underwent surgical intervention wherein the drg lead was explanted and replaced to address the issue.